Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It has been reported the patient's ipg is inoperable. The ipg does not provide stimulation and has not been recharged in three years. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy was restored and issue has been resolved.